Event description:
It was reported that an asymptomatic patient presented for follow-up, the pulse generator exhibited backup operation. Due to low battery status further troubleshooting could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to multiple flipped bits. The device was at (eri) elective replacement indicator, after downloading the product code. The device was at normal battery depletion.